Manufacturer narrative:
Investigation summary: visual inspection: upon visual inspection of the returned dhs/dcs® screw ((B)(4)) it was noted that there is a broken off threaded tip of an unknown connecting screw inside the distal part this broken off part could easily be screwed out. Total length of returned part is 8mm. Dimensional inspection: cannot be performed due to the damage incurred. Document / specification review: cannot be performed due to missing lot information. Summary: the complaint condition is confirmed as the threaded tip of an unknown connecting screw is broken off. As no further information is available and the exact lot number is not known the present complaint cannot be further analyzed. Although a definitive root cause could not be determined for the breakage, it is most likely that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage of the connecting screw. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a collum fracture repair on (B)(6) 2019, there were problems when placing a dynamic hip screw (dhs) system. The screw was inserted without problems, however, the 4-hole plate did not fit over the screw and the second plate also did not fit. The screw was removed and a new one inserted. Surgery completed successfully. Concomitant device reported: unknown dhs/dcs plate (part #: unknown, lot #: unknown, quantity#: 2). This is report 2 of 2 for (B)(4).